Event description:
Hill-rom received a report from hill-rom tech stating the brake not set alarm was inoperable. The vest was located at the account on the 7th floor. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the brake alarm switch faulty. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the brake switch to resolve the issue. Based on this info, no further action is required.